Event description:
We have had three instances of angiodynamics abscession drainage catheters fracturing after placement, resulting in the retention of a foreign body. At least one of the three catheters was a #10 french locking pigtail catheter.